Manufacturer narrative:
One hotline® low flow system was returned for analysis. The enclosure was found cracked near the drain fitting and the front cover was scuffed upon visual inspection. The tank was filled with water, the line cord was plugged in and the unit was switched on; confirming the customers complaint of leaking. Based on the evidence the root cause was found due to the damage to the enclosure that resulted in a crack.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was reported to be cracked at the drain port and goes down. There were no reported adverse effects.